Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Litigation received alleging that the patient suffers from pain and excessive chromium cobalt levels. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision procedure. There was no new information that would affect the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain; elevated metal ion levels; extensive pseudotumor around the acetabulum; large cyst in base of pubic bone; large cyst in posterior wall extending down toward ischium; small amount of hip effusion; metal debris; fretting; no bone ingrowth on back of cup; sclerotic bone in acetabulum. The adapter sleeve and femoral head added to complaint.